Event description:
Same case as: 2134265-2014-05831 and 2134265-2014-05884. It was reported that pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab motor drive unit (mdu) was used in conjunction with a sled and an opticross¿. Upon pullback, error 104 was displayed and it was unable to perform pullback. Replacement of the sled could not resolve the issue. The procedure was completed with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).